Manufacturer narrative:
The cadiere forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the joint of the cadiere forceps instrument dislodged. The customer was unable to pull the instrument through the trocar, requiring the team to manually remove both the instrument and the cannula together. A fragment fell into the patient and was retrieved during the same procedure. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information; however, no further details were obtained regarding the reported event.